Manufacturer narrative:
The device was received containing fluid in the bladder. Visual inspection revealed evidence of a leak/backflow at the fill port when the cap was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was measured to be 3.73 mm in lengh. The particle was identified to be acrylic material via ftir test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to manufacturing as small shavings from the stressmember can potentially be created during manufacturing and gets stuck under the checkband.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv ( large volume) was leaking from the fill port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.